Manufacturer narrative:
The esc was returned for evaluation. Visual inspection showed kinks in the catheter near the connector. Electrical testing showed one of the six sensor coils had a break in the wire creating an open circuit condition. It is unknown how the break in the wire occurred. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Site reported the superdimension ilogic edge sensor catheter (esc) stopped working after about 45 minutes into the case and the physician cancelled the superdimension portion of the case. Per physician report the target lesion location included a difficult turn which forced the catheter around a tight corner. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.